Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the interconnect cable and plug. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had bent pins in the lemo connector outside of a case. No pt injury was reported.